Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the power connector was broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2026-00253 and stryker reference (B)(4) submitted on 02/04/2026 was submitted in error. This issue is not considered reportable and there was no evidence that a reportable malfunction occurred. A supplemental report will not be forthcoming.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the power connector was broken. After replacing the power connector and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the power connector was broken. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.